Manufacturer narrative:
This event is the first of three events of the same ventilator. During this occurrence the reported problem was not reproduced and no part was replaced. The ventilator was returned back in service. Our conclusion is that the problem remained latent and was not resolved. The problem was solved by the third event where the gas modules were replaced. The investigation results and evaluation codes for this event are therefore contained the MFR report #:8010042-2017-00517 for the third event.

Event description:
(B)(4).

Event description:
It was reported that the ventilator alarmed for low oxygen concentration while it was connected to a patient. There was no patient harm. (B)(4).